Manufacturer narrative:
An external tear was found on the soft cannula. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. It could not be determined when or how the cannula was damaged.

Event description:
It was reported the patient's blood glucose level rose to 279 mg/dl. The pod was reportedly leaking while worn for between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found damaged. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.